Manufacturer narrative:
Evaluation: as returned, one side of the impactor head has fractured off where it mates with the impactor handle. This failure is currently being addressed. The cause of failure could be due to orientating the impactor in an "off-axis" manner with respect to the glenosphere head. Secondarily, this impaction force may, at times, be greater than is necessary or typical of the surgical procedure. The instrument had a potential field age of approximately 9.5 months at the time of failure.

Event description:
It is reported that the impactor head fractured upon impaction.